Event description:
It was reported that audible alarms were not being provided at the cscs v1. There was no related adverse patient consequence.

Manufacturer narrative:
Legal manufacturer: (B)(4). Patient demographic data not provided to gehc. Investigation findings: the customer reported a loss of audible alarm function at the cscs v1. On follow-up with the customer, there was no related adverse patient consequence, nor allegation that the issue led to a missed patient alarm or delay in treatment. The biomedical engineer rebooted the cscs v1 to restore the audio function. The customer did not request any further investigation into the issue. Per review with gehc engineering, this event was determined to be related to a previously investigated issue wherein the cscs v1 device may lose audible alarm function. The visual alarms are still present and active. If the patient is also connected to a bedside device, the alarms at the bedside monitor are unaffected. Gehc attempted to reproduce the issue with similar devices in a test lab, reviewed device performance log files for other devices that showed the same issue, and performed extensive historical data analysis along with technical design review. Gehc was unable to determine a definitive root cause for the loss of audible alarm function. Gehc continues to evaluate incoming complaints and investigate where appropriate.